Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus (B)(4) was informed from the facility that in unspecified timing loose contact at the plug of the subject device. During the incoming inspection for repair at (B)(4), it was found that the streaky interference appeared on the endoscopic image when the camera cable of the subject device was moved. (B)(4) reported that the streaky interference was attributed to the damage of the camera cable and the endoscope mount of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.